Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and kidney failure on (B)(6) 2020. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer declined troubleshooting. The customer was treated with fluids. The customer experienced a lot of stress, infection, dizzy and sick of it. The device will not be returned for analysis.